Event description:
It was reported pt doing well initially. At seven weeks pt had locking episode (2004) with knee in extension. Pt stated that their knee "feels like it is hyper extending." Prior to surgery they were able to walk 2-3 blocks with crutches only short distances without crutches. There was no evidence of infection. They have excellent alignment and excellent stability. Their knee hyperextends 10 degrees, flexes to 130 degrees. Frozen section of soft tissue from knee joint showed no acute inflammation. X-rays exhibit significant patella baja.